Event description:
It was reported that device was stuck on tissue. The user was provided with the steps to open the device. No further information was provided at this time.

Event description:
The patient's mom, who is also a cde, contacted animas because she felt that there is something wrong with the pump since her daughter's blood glucose levels have been running high (400-500 mg/dl) for the last 2 days. The patient reportedly had symptoms of vomiting and tested positive for ketones. The patient's mom had done multiple correction boluses with the pump and also adjusted the patient's basal settings. The patient is going through puberty and the patient's mom denied that was the cause of the elevated blood glucose levels. There were no reports of any additional medical intervention. The patient's mom stated she has changed the infusion set 2x/day and had been using room temperature insulin and she denied kinked sites, insulin leaks, and air bubbles. The animas representative reviewed the pump's settings and the patient's mom confirmed they were correct. According to the troubleshooting performed with the animas representative, there was no indication of the pump malfunction; however, the pump was still replaced due to the loss of confidence with the pump. This complaint is being reported because the patient reportedly developed elevated blood glucose levels with ketones.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Knife, shrouds. The analysis found that one (B)(4) device was returned with the knife jammed in the anvil. The device was returned in an inoperable condition with the knife jammed and the jaws were closed. The knife blocked the anvil from opening. In this condition, the knife could not be returned using the red switch. No functional testing could be performed due to the returned condition of the device. A CT scan was performed to verify the condition of the internal components and a clip was found lodged behind the knife preventing the knife from returning completely and the anvil from opening. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects.